Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported cannot boot up. There was no reported pt involvement.